Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the UDI, expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 19, 2019, that a habib eus fna rfa device was used in conjunction with a needle during a procedure on an unknown date. According to the complainant, post procedure the patient experienced pain. Imaging was performed which showed signs of inflammation. Reportedly, the pain lasted some weeks after the procedure and the patient was treated with medication. The exact medication was not reported. According to the physician, this pain was associated with not uncommon consequences of similar endoscopic needle procedures. However upon review of the event, the physician felt it might be that a capacitive coupling effect was also the cause. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.